Event description:
It was reported that, "doctor was predrilling the hole for the tibial nail that hold the tibial template and the drill bit broke. No pieces fell into the pt."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.